Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said they were voiding frequently "like a race horse." The next day, patient was discouraged. They were going more and things are worse. As a result, stimulation was increased as the patient wasn't feeling it. On (B)(6) 2017, they felt their symptoms have worsened. The also complained of pain because stimulation was too high. The next day, stimulation was increased and the patient felt it. On (B)(6) 2017, patient was changed to program 2 and set at 4.3v. They stated the evaluation is not working for him as they are not voiding. Two days later, the patient rated the evaluation a "2" on a scale from 1-7. No further patient complications have been reported as a result of this event.